Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cardioplegia (cpg) pump was not functioning properly on the cooler heater unit. No alarms were observed at this time per the user facility's biomedical engineer (biomed). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
This complaint is related to emdr #1828100-2016-00041 and emdr #1828100-2016-00290. The field service representative (fsr) could not duplicate the reported issue. The cooler heater unit was functional and passed preventive maintenance (pm) with no faults. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.